Event description:
Pt reported having a fill for the lap-band and not feeling any restrictions the next day. The pt followed up with the physician who provided an additional fill that made it difficult to eat or drink. The saline was soon removed and the physician determined there was a kink in the band. The device is currently implanted and will be replaced at a later time.

Manufacturer narrative:
Taper unk. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis but the device has not been received by allergan at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."